Event description:
It was reported that the customer was hospitalized for issues not related to diabetes. However, the customer had a blood glucose reading of 379 mg/dl at the time of the call, and was being treated with an insulin drip. The nurse was assisted in retrieving the basal rates from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.